Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when attempting to discharge a patient the system would "freeze" and restart. The issue occurred after january 1, 2018. There was no patient incident.